Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: during investigation, the display lens was observed to be peeling. A leak test was performed and showed a display lens leak. The pump was opened and evidence of moisture was found throughout the pump; there was moisture corrosion on all the circuit boards, the keypad connector, and there was moisture on the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged w/ moisture) issue; the lens seal is "reporting" peeling and moisture has gotten behind the display lens. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.